Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
On (B)(6) 2019, hm error message was reported. Programming switched to unipolar. In bipolar configuration, lead exhibited no sensing, no capture at 7.5v, and impedances less than 100 ohms. In unipolar, sensing 8mv, threshold 0.9v and impedance 253ohm. The lead was left actively implanted until explant was performed on (B)(6) 2020, at which point bipolar sensing had dropped from 600 ohms to less than 100 ohms, and lead showed loss of capture at 7.5v at 0.4ms bipolar. All unipolar measurements were reportedly in range. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.